Event description:
It was reported that a pt sustained scarring after treatment with an ultrapulse encore laser.

Manufacturer narrative:
Reasonable attempts were made to contact the user facility for additional info, however, none was provided. Should additional info be reported, a follow up MDR will be filed. No device malfunction was reported; therefore, the subject device was not evaluated.